Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months prior to the date the manufacturer was made aware.

Event description:
It was reported that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted device will not be returned.